Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient experienced volume discrepancy. Discrepancies had been noted in the past refills. The issue was dis covered two appointments ago which was in (B)(6). The actual volume was noted to be too much and possibly twice as much while expected volume was unknown. The hcp had factored bolus the patient did not use and there was still too much medication. No patient symptom was reported and no further complication was reported.